Manufacturer narrative:
A: patient demographic information is not available. E: initial reporter's information is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the purge cassette was not reading. They tried to power cycle the device, and this did not resolve the issue. They stated that there was no patient involvement and the device was replaced.